Event description:
It was reported that the main coil was broken. The target lesion was located in the colic artery. A 22mm x 60cm f-idc 2d interlock coil was selected for use. During the procedure, when the physician was performing an endoleak procedure, it was noted that the coil broke inside the catheter and became stuck in the colic artery. Physician noted this is due to a chance of being stuck in one of the stent grafts for the aortic aneurism repair. The physician attempted to snare out the coil of the colic artery; however, they were not able to deploy it and decided to leave it. The case was more or less done already. No further patient complications were reported and the patient's status was well.